Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll w/ndl 25x1 rb had leakage. Verbatim: complaint via email. Email(s) attached. Contact name: x contact number: x contact email (if available): item(s): 309581 lot(s): n/a date incident occurred (B)(6) 2026 was the patient impacted? If yes, describe: yes, the syringes were leaking and the patient was unable to use them. Is a sample available?: no customer request?: replacement syringes lot unknown (B)(6) 2026 vmf customer discarded medication wasted but was able to administer with another syringe. Customer purchases from pharmacy of america.